Event description:
It was reported that the patient presented to the ER after receiving shocks. Review of episodes revealed inappropriate therapy due to oversensing of noise. Aborted therapy was also noted. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Internal insulation abrasion was found at 7.5-8.0cm from the lead tip. The etfe coating was intact at the same location. Internal insulation abrasion under the rv shock coil was found at 7.0cm from the lead tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise if the lead were to come in contact with the rv shock k coil. (B)(6).